Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed battery out limit. The customer's blood glucose level was unknown at the time of incident. The customer reported receiving the alarm and changing the battery multiple times and now it is not operating. The customer did not troubleshoot due to the insulin pump is packed away in a bag. The insulin pump will not be returned for analysis.